Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe. The following information was provided by the initial reporter: "consumer reported that the needle hub comes off inside of the shield".

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe. The following information was provided by the initial reporter: "consumer reported that the needle hub comes off inside of the shield."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18. H6: investigation summary : customer returned five syringes with no pouch for identification. All five syringes feature 0.3ml graduation markings. The first four syringes featured their needle shield and hub having separated from the barrel. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tips of the barrels or their respective needle hubs. The plunger caps have been removed from these syringes, but no signs of use were observed for any of them. No other defects found. The fifth syringe was returned fully intact. Removing the needle shield found that the hub was properly attached to the barrel of the syringe. A needle shield pull force test was performed on this syringe. The needle shield required 3.46 lbs of force to be removed. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. With the needle hub attached and the needle shield being within pull force specification, the report of the hub separating from the barrel could not be confirmed for this sample. A review of the device history record was completed for batch # 0132200. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for out of spec shield pulls. Bd was able to confirm the customer¿s indicated failure of the hub separating from barrel of the syringe in four of the five samples returned. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue. H3 other text : see h10.